Manufacturer narrative:
A persistent service code was identified by the AED, prompting a recommendation for the device to be removed from service and returned for evaluation. Upon return, the device underwent bench testing. Testing confirmed that a component had been damaged, likely due to the device being dropped or exposed to significant impact. As a result, the AED was non-functional and would not have delivered therapy if needed. Although the original customer report did not involve patient use and was not initially considered MDR reportable, the manufacturer's evaluation confirmed a malfunction that could result in a delay or failure to deliver therapy in a clinical scenario. Therefore, this event is being reported in accordance with 21 cfr 803.50.

Event description:
The customer reported that a defibtech lifeline AED displayed service code 7333. The issue did not occur during patient use. No harm was reported.